Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the site of the patient¿s implantable neurostimulator (ins) was black and blue. The patient also had a lot of pain on one side of their back. There was a fall related to this issue. The patient stated that they had got sick in (B)(6) 2016 and had the flu for a month had a lot of pain, was on antibiotics/medicated cough meds. They got better but then their home health aide (hha) had a cold which they caught. The patient was losing weight, vomiting, couldn¿t eat and subsequently overdosed on nyquil. These issues were reported as unrelated to the ins device/therapy. Their hha told them they seemed ¿loopy¿ and then the patient fell. The patient had been icing their back under their arm for a few days. Additional information received from the patient on jan. 17, 2017 reported that they had ¿incredible pain¿ down the spine and could not move. They confirmed that they fell on the ins and had pain down the spine since and needed to have the ins site and leads checked. Additional information was received from the representative (rep) on 2017-02-01. It was reported that the patient had not yet found a healthcare professional and no other action had been taken at that time. Additional information received on 2017-03-01 from the patient stated the same complaints as previously as their ins was sticking out of the pocket and was burning and painful. The patient stated that after they recharged they had to stay in bed for 3 days because of the pain (where they fell). It was noted that the patient could not find a doctor that would take (B)(6) to check the device. The patient stated that they thought they ¿will die soon¿. Further information received from the manufacturer¿s representative reported that the patient was able to be set up with a surgeon to help. Additional information was received from the consumer on 2017-03-07 reporting that they got the implant to improve their quality of life but they had not quality of life. The patient went to urgent care over the weekend and was now back on morphine. The patient was having a hard time finding a health care professional (hcp) who took (B)(6). The patient stated that they fell on the implantable neurostimulator (ins) at the beginning of (B)(6) and now it did not work at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they were having having trouble focusing, moving, and were in constant pain. It was reported the patient was trying to sleep their life away with meds and that they were "waiting, desperately waiting to die." Manufacturer representative reported the patient had an appointment on april 6 and that troubleshooting would be done at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-10. The rep stated that the healthcare professional (hcp) decided that it would be best to replace the device on (B)(6) 2017. The information was confirmed with the hcp. No further complications were reported/are anticipated.